Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display returned after troubleshooting. The insulin pump alarmed no delivery and battery out limit while troubleshooting for the blank display. The no delivery alarm was caused by an infusion set/reservoir connection. Customer's blood glucose level was over 400 mg/dl. The device was not returned.